Event description:
Pt (age unknown) who was using a novofine g 30 (disposable needle) due to diabetes mellitus (type and duration unknown) experienced that the needle broke during injection in 2004. Four persons assisted the pt when the injection was performed. The pt is reported as demented and confused and resisted being injected. Reportedly the pt went to the hosp; however it was impossible to identify the needle. The pt has not yet recovered from the event. Further info has been requested.